Event description:
It was reported that the implantable pacemaker alerted for an atrial arrhythmia burden and a ventricular tachycardia (vt) episode occurred. The existing electrogram (egm) shows atrial undersensing and frequent t-wave oversensing with potential oversensing of ventricular lead noise. It was recommended to have an ln-clinic review to assess the right ventricular (rv) lead. At this time, the device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).